Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.